Event description:
It was reported that the patient fell off the roof last november and now the right atrial lead was not properly sensing or pacing and was possibly fractured. Oversensing, intermittent capture, and no capture were also noted. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.